Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it was rebooting by itself. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec reconnected the internal flow transducer (ift) cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be due to the ift cable not being fully connected.